Event description:
It was reported that bd sedi-40 mixer does not work and the analyzer is malfunctioning. This was discovered during use. The following information was provided by the initial reporter: mixer does not work and analyzer after 2mins stops to measure with no result.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sedi-40 mixer does not work and the analyzer is malfunctioning. This was discovered during use. The following information was provided by the initial reporter: mixer does not work and analyzer after 2 mins stops to measure with no result.